Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Displacement test wasn't performed due to motor anomaly. The device had minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during normal function. Customer's blood glucose was 91 mg/dl. Troubleshooting was performed. Customer stated the device might have been exposed to an MRI as he was in the building where he had an MRI done. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.